Event description:
It was reported that during an in-clinic visit, the health care professional (hcp) observed that the patient with this pacemaker had a heart rate of 40 beats per minute (bpm). Technical services (ts) reviewed the device data and confirmed all system measurements were within normal limits. However, in a stored atrial tachy response (atr) episode, loss of capture (loc) was observed on the right ventricular (rv) lead, resulting in a 1.4-second pause. Ts discussed the findings with the hcp and noted that the auto threshold test occurred during the atr episode, which may have contributed to the event, as no loc was observed during the in-clinic assessment. Ts provided programming recommendations to prevent recurrence. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h6: patient codes, section h.

Event description:
It was reported that during an in-clinic visit, the health care professional (hcp) observed that the patient with this pacemaker had a heart rate of 40 beats per minute (bpm). Technical services (ts) reviewed the device data and confirmed all system measurements were within normal limits. However, in a stored atrial tachy response (atr) episode, loss of capture (loc) was observed on the right ventricular (rv) lead, resulting in a 1.4-second pause. Ts discussed the findings with the hcp and noted that the auto threshold test occurred during the atr episode, which may have contributed to the event, as no loc was observed during the in-clinic assessment. Ts provided programming recommendations to prevent recurrence. No additional adverse patient effects were reported. This pacemaker remains in service.